Event description:
Customer reports to have a false low reading. Customer states insulin pump alarmed stating her blood glucose was low when in fact blood glucose was 200 mg/dl. Customer states shen she changed cannula, it was found that cannula was bent. Customer also reports that sensor was not sticking. Customer was advised that sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.